Event description:
A caller reported an issue with their pump, where the displayed time was incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised them to monitor for any recurring discrepancies. The caller understood and acknowledged this guidance.